Event description:
It was reported that during a training/demo of the da vinci system, a message indicating 'generator not connected' was displayed. The user verified the proper generator connection and power cycled the system, but the issue persisted, suggesting a possible generator hardware problem. There was no report of patient involvement or there was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse performed node programming with set system configuration as e-200 and resolved. The fse performed five power cycles and confirmed generator presence, also performed e-200 power verification in accordance with test drive procedure. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.